Event description:
A report from the USA states the cutter did not work. There was pt contact, but no injury reported.

Manufacturer narrative:
Three cutters were received from the user facility. The user facility did not identify the actual device involved in the event. Cutter #3 was received with a handwritten not "return for credit" dated (B)(6) 2011. Additional information on the note stated "cutter not functioning." The tip protector was not returned. Visual inspection noted the needle was bent/curved and the port window was in the open position. The sterilization and lot history records have been reviewed and found to be acceptable. Upon completion of additional functional testing, a supplemental report will be submitted. Report 3 of 3.